Manufacturer narrative:
B5- the reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -14.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was reported, lens remains implanted. In the reporters opinion the cause of the event is user error. The reporter states that the device did not fail to perform as intended. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4)

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -14.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was reported, lens remains implanted. In the reporters opinion the cause of the event is user error. The reporter states that the device did not fail to perform as intended. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - on (B)(6) 2024 the lens was exchanged with a different model but same size lens. This resolved the problem. The status of the eye is "excelent". Claim #(B)(4).